Manufacturer narrative:
This MDR is being submitted due to the reported seroma formation 6 to 8 weeks after initial placement of the acell device. The device was not explanted and is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with FDA, state, local, and acell's operating procedures. There were no reports of device failure at the time of initial surgery.

Event description:
On (B)(6) 2018 acell received notification from physician regarding a patient who experienced post operative fluid drainage after treatment with an acell device. Patient had epigastric hernia 12 cm in length which was repaired with an acell surgical graft on (B)(6) 2018. Patient has had fluid accumulating in her subcutaneous space which has required fluid drainage evacuated 6 to 8 weeks post operative.